Event description:
The customer reported that the needles are coming through the cap and catching the "girls' fingers". No information was received regarding any serious injury as a result of this product malfunction.